Event description:
Device 2 of 2: MFR reference report: 1627487-2019-02629.

Event description:
Device 2 of 2: MFR reference report: 1627487-2019-02629. It was reported that the patient experienced ineffective stimulation due to lead migration. As a result, surgical intervention was undertaken wherein the system was explanted on (B)(6) 2019.